Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial safety and performance testing. Returned monitor passed isl(safety) and passed eit(performance). Kestra engineering evaluated and observed that the reported issue is due to software corruption that caused the monitor to not boot up. Kmt engineering could not determine the root cause of the software corruption. The issue does not appear to be occurring at a rate significant enough to take further action. Will continue to trend for future occurrences.

Event description:
Patient called in to report that the monitor is stuck in boot up mode. The patient further reported that there are no commands coming out of the monitor and that the lcd screen is not showing images. Customer care troubleshooted with the patient but the issue was not resolved. There was no patient injury or adverse event. However, failure to complete the boot up process indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy before a replacement can be provided.